Event description:
The manufacturer representative reported that the lead was damaged when attempting to remove it. The tined portion of the lead broke and the surgeon wanted to put the lead into the same s3 foramen. The broken lead was left in the patient and another lead was implanted on the same side. The patient was doing an advanced evaluation with the new lead in order to make sure it worked for their symptoms. While programming post-operatively, the patient felt stimulation in both the rectum and vagina at 1.8 amps. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 093-28, lot# v487157, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).